Event description:
It was reported by a patient that his vns therapy system is "not working properly." The patient reportedly experiences painful stimulation in the "neck, chest, shoulder and chin." It was also reported the events cause "irregular respirations leading to shortness of breath." In addition, the patient stated that his device has not been checked for more than two years and his last treating neurologist "did not know what he was doing". On the other hand, the severity of the adverse events is unknown at the moment and good faith attempts to obtain additional information from the treating physician have been unsuccessful to date.